Manufacturer narrative:
Additional information/correction : lot: this is a summary report for one unit of lot# sp18h22-1321191 and six units of lot# sp17k30-1261141. A device history review was conducted for sp17k30-1261141 and no irregularities were found when reviewing supplier records. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This is a summary report for one unit lot # sp18h22-1321191 and six units of unknown lot. Of the seven events, one actual device was returned for evaluation. The returned unit was labeled for single use. A visual inspection was performed and it was noted that one of the two rings returned showed signs of being manipulated with an instrument (ring material displacement). The second ring had no visual defects (bent pins, scuffs, displaced material), only dried material consistent with contact to the human body. With both rings not seated in the jaw assembly it could be implied that the ring dislodged from the jaw assembly. The reported condition was verified. The cause of the reported condition could not be determined. A device history review was conducted and no irregularities were found when reviewing supplier records. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that seven coupler had rings dislodge. Six of the devices had a ring fall out of the wing jaw assembly, and one of the devices had popped in half. Of the seven events, six did not involve a patient, and one involved a patient with no patient consequences. No additional information is available.